Event description:
It was reported that the customer passed away in home. The customer was hospitalized on (B)(6) 2021 due to high blood glucose. The caller stated that the cause of death is still unknown. The caller stated that the customer had 465 mg/dl that may have led to the customer's passing. The customer¿s blood glucose was 465 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. It was unknown if the caller will to return the insulin pump for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.